Event description:
It was reported that 100 connecta plus3 red experienced foreign matter contamination. The following information was provided by the customer: before using, oil foreign matter can be observed on tyvek.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8180809. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally using the photograph provided our engineers were able to identify the foreign material as excess silicon. To address his issue we are looking into the replacement or improvement of the current silicone container.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 connecta plus3 red experienced foreign matter contamination. The following information was provided by the customer: before using, oil foreign matter can be observed on tyvek.